Event description:
(B)(6). Same case as MFR report #: 2134265-2010-03941. It was reported that during a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension and bradycardia. The index procedure treated the 80% stenosed, 6x10mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 10%. During the procedure the patient experienced transient hypotension which was treated medically and resolved without residual effect. The patient also experienced sinus bradycardia which resolved without residual effect with no treatment. The patient had "a small oozing" at the right groin catheter site. No action was taken to treat the oozing and the event resolved without residual effect. The patient was discharged three days later. Per the physician, the hypotension event was listed as "probably related" to the study devices, the sinus bradycardia was listed as "probably related" to the carotid wallstent and procedure and the groin ooze was "unrelated" to the study devices.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: as the device has not been returned the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).